Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a active l implant. According to the complaint description a 2 level activl implantation was about a year ago, and the plan was a 2 level removal. However, during exposure the surgeon could not get the iliac vein off of the implant at l4/5, so today ended up being a 1 level removal at l5/s1; there will be follow up with the patient. Surgeon stated the implant at l5/s1 appeared to be "twisted" from original implantation position. The procedure scheduled had been a l4-5 and l5-s1 removal of arthroplasty, l4-l5 and l5-s1 anterior lumbar interbody fusion (alif) with anterior and posterior instrumentation on (B)(6) 2020. The chief complaint is low back pain, intermittent right calf pain and cramping. The patient noted that her pain radiates into bilateral lower extremities. The patient required injections and pain management due to chief complaint of pain. The adverse event is filed under (B)(4), which concerns 4 products. Associated medwatch-reports: 2916714-2020-00266, 2916714-2020-00401, 2916714-2020-00402. Involved components: sw970k - activ l inf.plate size s 0°/spikes - lot 52463150. Sw965 - activ l pe-inlay 8.5mm - lot 52494933.

Manufacturer narrative:
The adverse event is filed under aag reference: (B)(4), which concerns 4 products. 2916714-2020-00266, 2916714-2020-00401, 2916714-2020-00402. Reference code: sw971k, device name: activ l sup. Plate size s 6° / spikes, serial number: n/a, batch number: 52460928, UDI device identifier: (B)(4), basic UDI-di: n/a, unit of use UDI-di: (B)(4), manufacturing date: 07.09.2018. Reference code: sw970k, device name: activ l inf. Plate size s 0° / spikes, serial number: n/a, batch number: 52463150, UDI device identifier: (B)(4), basic UDI-di: n/a, unit of use UDI-di: (B)(4), manufacturing date: 07.09.2018. Reference code: sw965, device name: activ l pe - inlay 8.5mm, serial number: n/a, batch number: 52494933, UDI device identifier: (B)(4), basic UDI-di: n/a, unit of use UDI-di: (B)(4), manufacturing date: 18.02.2019. Reference code: sw971k, device name: activ l sup. Plate size s 6° / spikes, serial number: n/a, batch number: 52435576, UDI device identifier: (B)(4), basic UDI-di: n/a, unit of use UDI-di: (B)(4), manufacturing date: 25.05.2018. Up to now, there are no products available for analysis. Investigation: failure description: no product at hand. Investigation: no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaint against lot number: 52435576 (sw971k) at hand. Explanation and rationale: due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. The x-ray picture gives us no hints for any problems. Conclusion and root cause: due to the current deviation and according to the rationale, the root cause of the problem is most probably patient and usage related. Because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user, wrong implant size chosen by the user, design layout unsuitable, inadequate patient behavior, maybe implant not in the correct position, not the correct system for the purpose. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Event description:
No updates.